Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the clip to lock the tibial sizer plate broke when it was being put on the tibial handle.

Manufacturer narrative:
Visual inspection of the returned instrument confirmed that the front tab of the lever that connects to the piston fractured off. The hinge pin that connects the piston to the lever was not returned but it was likely discarded during clean-up of the operating room as the reporter confirmed that no piece fell in the wound. Dimensions of the lever were found conforming to print specifications where measured. This device is used for treatment. This device had a potential field age just over five years. It is not known how many times the device had been used since its date of manufacture. The reported issue has been investigated internally and it was found that the lever was not appropriately designed to withstand the repeated loading stresses for at least five years. The device was manufactured prior to the implementation of a redesign. Therefore, a previously addressed design issue is considered as the root cause of the reported problem.

Manufacturer narrative:
This report will be amended when our investigation is complete.